Event description:
It was reported by the customer, the piercing in kit is entangled with hair. Entanglement of a hair-like fm in the perforated warp. Discovered before use. (B)(6) 2024 - during evaluation of the returned device, there was a hair-like fiber found in the kit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 5fr microintroducer in the plastic cover. A hair-like fiber was also returned with the sample. The hair-like fiber was dislodged from the sample during decontamination. No use residue or evidence of use was observed on the microintroducer. The returned photograph depicted someone holding the microintroducer with the plastic cover. A hair-like fiber was observed near the proximal end of the sample and appeared to be caught within the collar of the dilator. The hair-like fiber was confirmed to be on the sample as depicted in the returned photograph. Due to the open state of the sample, it could not be determined when or where the foreign material came in contact with the sample. This complaint will be recorded for future trending and monitoring purposes.